Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead had several contacts with high impedance. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was re-adjusted and a new lead was added at t2 for additional coverage. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.